Event description:
Dr. Rotated device counterclockwise to retrieve it from the septum because it was not target position. Tip of device got separated and left in the atrium. Dr. Tried to retrieve the tip but was not successful, so he decided to leave it in the atrial wall because it was safer than taking it out.